Manufacturer narrative:
Investigation conclusion: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Expired product used. Root cause: expired product used. Source: phone.

Event description:
Customer reports negative result on quickvue at-home test and positive result with expired other rapid antigen test. Customer did not know which result was accurate. Unknown if symptomatic or asymptomatic.